Event description:
It was reported that a homechoice (hc) device experienced an unknown malfunction during use. A swap of the device was initiated. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual sample was returned to baxter for evaluation. Visual inspection and functional tests were performed and the device was found to be noisy due to a noisy pump. The pump was scrapped. Full functional testing, electrical safety testing, calibration and a simulated therapy was performed with no additional defects and malfunctions found with the device. Should additional relevant information become available, a supplemental report will be submitted.